Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic test of the returned device were performed following with bwi procedures. Visual analysis of the returned sample revealed reddish material inside pebax, due to a hole in the pebax of the catheter. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. A screening test was performed, and error 210 was displayed due to an open thermocouple circuit on the tip area. Error 210 prevents the display of the catheter in the carto system. No force error was displayed; however, the foreign material form the pebax could have caused the force issue. The force issue reported by the customer was confirmed. The carto 3 instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. For the temperature issue the instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf (radiofrequency) application. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. A manufacturing record evaluation was performed for the finished device number lot 31280341l, and no internal actions related to the complaint were found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, when attempting to ablate in q+ mode the ngen generator displayed a temp slope too high error and stopped ablation. When switching to qmode the carto 3 system displayed a force too high error. The catheter was re-zeroed. After re-zeeroing the catheter the force readings would fluctuate from 8gms to 25gms when going on ablation. The cable was replaced and the catheter was re-zeroed. The force values continued to fluctuate from 8gms to 25gms when going on ablation. Impedance values around 120 ohms. The catheter was replaced and the issue was resolved. No patient consequences were reported.